Manufacturer narrative:
The index procedure was an emergent case done by the femoral approach. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: a restenosis of a lesion previously treated by balloon angioplasty using a cutting balloon, eccentric, tubular, calcified, a bifurcation lesion, not a flexion lesion, 10.93 mm in length, a 67.8% stenosis, vessel diameter of 2.54 mm, and type b2. A cypher 3.0 x 23 mm stent was implanted at 22 atm for 31-60 sec by direct stenting. The stent was not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 6.6%. Ivus was done. Please note that device (lot# i0704105) is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated the pt was included in a clinical study. The report indicated that approx two (2) months after the index procedure the pt fell down at home and was taken to the hosp. The pt was reported to have been deceased upon arrival to the hosp. An autopsy was not done. The reason for the sudden death is unk.